Event description:
The devices output current was found to set to oma. No adverse events were reported. It is likely that during the patient's last appointment, there was an interrupted lead test, leaving the device's output current at oma. However, the manufacturer has not received the programming history to verify the cause of the event. The event is currently being investigated.

Event description:
Further follow-up revealed that neurologist indicated that he never interrogates the device after as the last step of any programming session to verify correct settings for each parameter. Neurologist has since been advised on the importance of this. It was reported that the pt's device was reprogrammed to prescribed settings and that the pt is doing well.